Event description:
The customer reported that they received questionable ion selective electrode (ise) test results from one patient sample. Of the questioned tests, the sample was found to have erroneous results for ise potassium and ise chloride. An aliquot cup of the sample, which was processed on a pre-analytics system, initially resulted as 3.5 mmol/l for ise potassium and 82 mmol/l for ise chloride. The initial results were reported outside of the laboratory. The sample was repeated on a point of care instrument on (B)(6) 2015 and it resulted as 2.8 mmol/l for ise potassium and 109 mmol/l for ise chloride. The sample was repeated on the original instrument on (B)(6) 2015, resulting as 3.5 mmol/l for ise potassium and 82 mmol/l for ise chloride. The sample was repeated using an aliquot placed in a false bottom tube. The results from the point of care instrument were believed to be correct. The patient was not adversely affected. The ise potassium electrode lot number was p03. The ise chloride electrode lot number was t99. The electrode expiration dates were asked for, but not provided. The customer declined a service visit.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Issues related to the function of the c501 analyzer can be excluded as all measurements were repeatable and only one patient sample was affected. It is suspected that different sample materials may have been measured on the 3 analyzers. Based on the workload of the customer, the customer also should exchange the electrodes more often.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.